Event description:
When performing a vascular reconstruction, the physician attempted without success to sew a 6 mm diameter woven graft to the 7 mm diameter leg of a knitted bifurcated graft since they indicated that the 6 mm diameter woven was larger than the 7 mm diameter leg of the knitted graft. It was also reported that they however successfully completed their procedure by sewing a 6 mm diameter knitted graft to the 7 mm diameter leg of the knitted bifurcated graft. There was no reported patient injury. However, it is suspected that surgical procedure may have been prolonged due to the failure in sewing the 6 mm woven graft to 7 mm diameter leg of the knitted graft.